Event description:
The customer reported that the system would not produce an x-ray. The foot pedal and manual activation were not working.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep confirmed the no fluoro issue with the contact, and confirmed that the control panel button also would not initiate fluoro. The customer requested ge to omh out the footswitch for a broken wire. It appeared that the footswitch has an open wire. After arriving on-site, the ge service rep observed that the generator was not booting, stopping at 4 squares on the right of the control's display. The footswitch checked ok. He found the floppy drive unsuccessfully attempting to load software to the technique processor board. He ordered a new drive and board, and installed a new floppy drive and attempted boot. The boot process went further, but still would not complete. He temporarily installed a new technique processor board and e-prom, but boot would still not complete. Ordered new generator software. The software was installed. The system is now functioning as intended.